Manufacturer narrative:
This report is being filed to correct the initial reporter section.

Event description:
It was reported that that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (B)(6) 2024. The patient cancelled their revision procedure due to an upcoming vacation. A request to reassess the battery was needed. Technical services (ts) requested updated data from the device in order to do an evaluation. The device was explanted and was not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter section.

Event description:
It was reported that that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion december 2024. The patient cancelled their revision procedure due to an upcoming vacation. A request to reassess the battery was needed. Technical services (ts) requested updated data from the device in order to do an evaluation. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion december 2024. The patient cancelled their revision procedure due to an upcoming vacation. A request to reassess the battery was needed. Technical services (ts) requested updated data from the device in order to do an evaluation. No adverse patient effects were reported. The device remains implanted.